Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The mitraclip was successfully implanted; however, five minutes later, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr returned to 4. In the physicians opinion, the slda occurred due to the short posterior mitral leaflet. A second clip delivery system (cds) was advanced in an attempt to stabilize the slda, but the leaflets could not be grasped; therefore, the clip was not implanted and the cds was removed. The procedure was discontinued and the mr remains at 4. The patient is stable. There was no clinically significant delay during the procedure. No additional treatment is planned at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the reported patient effect of recurrent mitral regurgitation (mr), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology due to a short posterior mitral leaflet. The recurrent mr was due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.